Event description:
It was reported that the patient presented remotely. It was noted that the right atrial (ra) lead exhibited abnormal sensing. In clinic, it was confirmed via chest x-ray that the lead had dislodged. The ra lead was explanted and replaced. There were no patient consequences.